Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and cuts in the polyurethane insulation at 167mm to 168mm and 172mm from the terminal pin were noted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Due to dried body fluid in the lumen of the lead did not pass the guidewire insertion test. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged back to the proximal part of the lateral vein. This occurred during pocket closure of the implant procedure. The physician then re-entered the pocket, and after placing a new guidewire and catheter into the distal target vein, explanted this lead and implanted a competitor's lv lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, our investigation is complete. This investigation will be updated should further information be provided.